Event description:
Customer called to report observing a shift with quality controls of the creatinine cup module on the unicel dxc 800 synchron system. Customer stated that the reagent was replaced, the cup was primed, and that maintenance was performed in an effort to resolve the issue. Customer stated that no erroneous results were generated; therefore, patient treatment was not affected. On the same day, the field service engineer (fse) inspected the instrument and found that the reagent syringe had a small leak. The fse replaced the reagent syringe. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).